Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor memorygel breast implant placed experienced baker grade iii/IV capsular contracture on an unknown side post procedure. As a result replacement with mentor gel was performed on (B)(6) 2022. Two lot and catalog numbers were provided, however, it could not be determined which catalog and lot number belong to the impacted product. This is reflected in section d. If additional clarification is received in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on november 28, 2022. The impacted product, previously unknown, is either a 325cc mentor memorygel breast implant (catalog #3503251bc, lot #7332845) or a 300cc mentor memorygel breast implant (catalog #3503001bc, lot #7337753). A manufacturing record evaluation was performed for the finished device 7337753 number, and no non-conformances were identified. Manufacturing date: jun/03/2016 expiration date: jun/02/2021 a manufacturing record evaluation was performed for the finished device 7332845 number, and no non-conformances were identified. Manufacturing date: may/20/2016 expiration date: may/19/2021 the impacted product was received by the failure analysis lab on december 2, 2022. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7332845 number on november 3, 2022, and no non-conformances were identified. Manufacturing date: may/20/2016. Expiration date: may/19/2021. A manufacturing record evaluation was performed for the finished device 7337753 number on november 3, 2022, and no non-conformances were identified. Manufacturing date: jun/03/2016. Expiration date: jun/02/2021. Manufacturer¿s reference number: (B)(4).